Event description:
A report was received from the clinical study indication that a pt experienced a non q-wave myocardial infarction after a percutaneous coronary intervention in which a two cypher stents were implanted in the first diagonal and the left anterior descending coronary artery. The pt was a old male pt who was a non smoker with a history of hypertension and insulin dependent diabetes mellitus. The indication for the procedure was not given. The only information known about the vessel attribute is that the lad had a 75% stenosis and the first diagonal had a 70% stenosis. No information was given regarding the lesion characteristics. The first cypher (3.0 x 23mm) was implanted in the lad at 16 atm. Predilatation was conducted with a 2.5 x 15mm unk balloon and post dilatation was also conducted with a 3.0 x 20mm unk balloon at 18 atm. Kissing balloon was also performed with an unk 3.0 x 20mm balloon at 16 atm. For a final stenosis percentage of stenosis of zero and a tmi flow of 3. The second cypher (2.75 x 13mm) was implanted in the first diagonal at 16 atm. Predilatation was conducted with a 2.5 x 12mm unk balloon at 8 atm and post dilatation was conducted with a 2.5 x 12mm unk balloon. At 12 atm. Kissing balloon was also performed with an unk 2.5 x 12mm unk balloon at 14 atm for a final percentage of stenosis of zero and a timi flow of 3. Intravascular ultrasound was not performed.

Manufacturer narrative:
After the procedure, the pt was diagnosed with a non q-wave myocardial infarction. No ECG changes were noted, but there was an increase in cardiac enzymes greater than the upper control limits. This event was determined to be unlikely related to the cordis stents but highly probably related to the procedure. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that there are two products involved in this event on same pt reported under the same manufacturing. Additional information will be submitted within thirty days upon receipt.